Event description:
A customer reported to baxter corporate product surveillance a buretrol add-on set in which solution flowed into buretrol, even when clamped. According to the report, the buretrol set was attached to a patient and administering IV fluids. The nurse added an unknown medication through the administration port on top of the buretrol. According to facility, the set was clamped in correct orientation. Right after the medication was added, it was observed that the fluid was filling up into the buretrol. The solution continued to fill up and eventually overflowed through the administration port. The nurse switched out the tubing and therapy continued as normal.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.